Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. Product ID: pnma01411a004, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implantable neurostimulator (ins) battery had depleted/died on (B)(6) 2016. When the patient got home, she did not have the recharge belt and unit to charge it. It was clarified that the patient lost her recharge belt and recharge antenna; replacements were requested. Additional information received from the consumer on (B)(6) 2016 reported that the patient kept seeing the power on reset (por) message on the patient programmer since (B)(6) 2016; the por was not related to an overdischarge event. It was noted that the patient was not sure of what code was associated with the por. Troubleshooting was attempted. The patient further reported she was no longer seeing the por on the patient programmer and she was able to charge the implantable neurostimulator (ins) just fine. The patient was advised to write down the code next time and to call the manufacturer to continue troubleshooting. There were no reported patient symptoms. The patient's indications for use included post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.